Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (500mcg/ml at 194.83mcg/day) and bupivacaine (7.5mg/ml at 2.9225mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. It was reported that a motor stall was seen on pump interrogation. The patient had not recently had an MRI. There was no emi or magnetic interaction. The pump had intermittently stalled since (B)(6) 2016. The reporter believed that the pump was currently stalled. With the motor stalls, the patient had return of pain, nausea, and sweating. The symptoms came on suddenly. The pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.